Manufacturer narrative:
Concomitant products: 419378 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient developed a hematoma. The hematoma was evacuated and the cardiac resynchronization therapy defibrillator (crt-d) pocket was revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.